Event description:
Fiber optic failure, unable to obtain a reading was reported. Revision/medical intervention was required. Additional information has been requested.

Manufacturer narrative:
Investigation completed 06/05/2017. Method: -device history review. -trend analysis. -failure analysis. The customer reported lot 111erx271581, 110-4b. The customer returned catheter serial number (B)(4); it is belonged to lot 111e00153060, model 110-4bt. Lot 111e00153060 has been reviewed; it met requirements. Lot info. Mfg. Date: 23-dec-2015; expiration date: 31-aug-2017. Complaint history, model 110-4xxx, from may-2015 through apr-2017 reviewed. The number of confirmed reports (18) divided by the number of units sold model 110-4xxx, (B)(4), may-2015 through apr-2017 and multiplied by 100 results in a failure rate percentage (B)(4)% the catheter was returned with its components. The components were clean and appear not to have been used. Particulate matter that appears to be dried blood was present on the catheter body. There was no evidence the catheter was abused, and cracked fiber could not be located. The catheter was connected to test monitor 420-6; the monitor displayed 888-15-99; the catheter has low reference. Conclusion: the returned catheter was inspected for physical damage and no damage to the catheter body or optical fiber was identified. The catheter was connected to a test monitor and the monitor displayed 888-15-99 which indicates low reading in the reference channel of the catheter. Blue box photometer testing confirmed that the reference voltage of this catheter was low (.033). The root cause of this low reference reading could not be determined at this time.